Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 579620) was returned for evaluation. The returned driver was examined with magnified photography. The tip of the driver was broken; the part had separated into at least two fragments (the body and any number of unknown fragments of the driver tip). As only the driver's body was returned, all evaluation will be of the breakage/fracture on the body. The main body's drive interface terminates with a simple fracture setup consisting of a singular fracture surface; this fracture surface was mildly oblique to the device's axis, meaning that it sits angled to an axis that runs down the body of the driver. The regions adjacent to the edges of the fracture surface exhibited no stretching or necking (i.e. No ductility). Surfaces appeared smooth with sporadic texturing and occasional sharp edges; there are no regular occurrences of progression, beach, or seashell marks on the fracture surfaces (i.e. No signs of fatigue). There was brown discoloration / corrosion on one spot near the center of the fracture surface. The hexalobe drive feature's lobes were twisted about the central axis of the device. They were bent and deformed helically about this axis. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; the presence of an oblique/angled fracture plane, or multiple planes, would suggest that the device could have failed in a brittle manner during torsion with a potential significant/additional off-axis loading component. As this device's fracture plane is oblique, albeit mildly, it would potentially indicate failure under torsional overload with an off axis loading component. However, based on the information received the root cause could not be determined.

Event description:
It was reported during a removal surgery that the surgeon broke the driver tip. The screw was removed using a carbide drill from another company. The surgery was completed after a 30-min delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2023-00736 for the screw involved in this event.